Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a high reading on their adc blood glucose monitor of 220 mg/dl compared to a laboratory reference reading of 95 mg/dl obtained within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in value to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.